Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic rectopexy procedure, the first tacker was not able to fire, the second tacker was able to fire tacks but the tacks were not able to penetrate the tissue. Stapling did not work at course of promontofixation. A new device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. A visual inspection of both returned product noted that the timing was disrupted and a tack was protruding from the tip of the device. A functional evaluation found that the trigger of the first instrument was actuated and the remaining nineteen tacks deployed but did not seat properly due to the disrupted timing. A functional evaluation found that the trigger of the second instrument was actuated and the remaining twenty-one tacks deployed but did not seat properly due to the disrupted timing. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition is caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.